Manufacturer narrative:
Correction: h6 (conclusion). Additional information added to section b5. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence provided despite multiple attempts. Based on the given information, the root cause was attributed to be patient related. The failure was caused as the patient was not compliant. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Clavicle revision case; revision was due to previous plate and screws pulling out from bone. Surgeon believes this was due to the patient 'lifting weights' in the gym earlier than advised after surgery. Revision case went according to plan with no issues encountered. Patient was compliant and in a sling for 2 months. Patient is also a heavy smoker and went back to work as a concreter after 2 months post case.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
Clavicle revision case; revision was due to previous plate and screws pulling out from bone. Surgeon believes this was due to the patient 'lifting weights' in the gym earlier than advised after surgery. Revision case went according to plan with no issues encountered.